Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced discomfort at ipg site. Surgical intervention was undertaken wherein the ipg was explanted and replaced and the ipg pocket was made deeper to address this issue. Therapy was restored post-op.